Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a routine generator change, lead analysis during the change out revealed noise on the right ventricular lead and non capture. The lead was capped on (B)(6) 2019 and replaced. The procedure was successful and the patient was discharged home the following day.